Event description:
The garbin evo ventilator was returned to the third-party service center for required maintenance. The device was not reported to be in use on a patient at the time of the occurrence. During the in-process evaluation it was noted that the system board and display board are defective and needs to be replaced. Additionally, during the service of the device the air foam inlet filter and particulate filter will be replaced due to preventative maintenance. The proximal filters and machine flow sensor are contaminated; and needs to be replaced. The evaluation is still in process and pending the repair approval by the customer. If any additional information is received, a follow-up report will be filed.